Event description:
Pt fell off of an adult-sized exam table at the pediatrician's office. The CT scan costs $1,200. An infant examination table costs $825. Rptr asks why pediatricians aren't using infant exam tables in their offices, and who they can contact about instituting that type of recommendation in the pediatrician industry. It seems so ludicrous that we require car seats, strollers and swings to have at least a 3-point harness system on them and yet, when parents bring their infants into the doctor's office, they are required to place their infant/toddler/child on an adult-sized exam table that does not have any safety straps or edge protection ledges on them.